Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during the case (related mfg#: 3006705815-2025-20428) the lead ends were cut near the ipg header to preserve the integrity of the ipg while patient recovered from lead site infection. On (B)(6) 2026, two new leads were implanted and the rest of the prior leads was removed from the header and new leads placed. Therapy was restored to the patient.